Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high ventricular rate and noise reversion were observed. Upon in clinic interrogation, noise oversensing and increased r-wave amplitude were noted. Noise oversensing was reproduced with isometric testing and pocket manipulation. The patient is pacemaker dependent. Programming changes were made. The patient was stable and being monitored.